Event description:
It was reported by the patient that all of the lights on the remote monitor were flashing. The patient tried disconnecting and moving to another power outlet and the monitor was not able to be reset. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.